Event description:
A doctor's office alleged that multiple patients required re-treatment after endodontic treatment with real-seal.

Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. The doctor could not recall specific number of patients or incident details. The patients required re-treatment of the root canal. To date, the patients are doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.